Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an excessive solder bridge on the u713 component. The root cause for the excessive solder bridge could not be positively identified. There were no adverse events associated with the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.